Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown, further described by the patient as "caused by the hospital" (no further detail was provided). Four days after being hospitalized for an unreported indication, the patient was diagnosed with peritonitis. On an unreported date, the patient began treatment for the peritonitis with unknown intraperitoneal antibiotics (dose and frequency were not reported). Two weeks after being diagnosed with the peritonitis, the patient was discharged from the hospital. The patient recovered from the peritonitis event. No information was provided regarding whether pd therapy was ongoing. No additional information is available.